Manufacturer narrative:
(B)(6). A report was received that a 7 x 40mm smart control iliac device leaked from the base of the stent delivery system (sds) and could not be flushed prior to use. The procedure was successfully completed with another smart sds of the same size with no reported patient injury. The site reported that the smart sds had been stored properly according to the instructions for use (IFU) and no damages were noted to the product packaging prior to opening it. No difficulty was experienced while removing the device from this packaging. The device was inspected prior to use and it appeared normal. The site reported that the device was prepped according to the IFU. It appears that when the device was flushed, leakage was noted from the base of the sds and it would not flush. The procedure was successfully completed with another smart sds of the same size with no reported patient injury. The site reported that they had not attempted to deploy the stent of the sds but were unable to provide further clarification about whether if any additional damage (separation) was noted on the device prior to their shipping the device back to the manufacturer. One non-sterile smart control, iliac 7x40 was received coiled inside a plastic bag with a deployed stent. The locking pin was not received with the device. A partial separation was detected 4cm from ID band. No other discrepancies were found. Functional testing of the flushing process revealed leakage from the area of partial separation. Sem analysis of the catheter body near the area of partial separation revealed plastic deformation with resulting elongation. These elongations suggest an application of a tensile force that induced the separation. Also analysis of the braidwire revealed evidence of plastic deformation that suggests an application of stress that exceeded the material yield strength or a tensile overload. In addition, ductile dimples were found that further suggest pulling / stretching events prior to separation. No other anomalies found during sem analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds ¿ leakage-during use¿ event was confirmed based on the results of the functional analysis. The exact cause of the event could not be conclusively determined. However the results of the sem analysis suggest that handling or procedural factors may have contributed to it. According to the product IFU, users are instructed to carefully inspect the packaging and device for any damage and to not use the device if they suspect that the sterility and/or device performance has been compromised. They are instructed to flush the flushing valve of the sds with heparinized saline using a 3cc syringe until saline weeps from the distal end of the catheter to expel air from the lumen. Users are then instructed to flush the guidewire lumen of the sds with heparinized saline using a 20cc syringe to expel air. They are to continue to flush until the saline flows out of the wire lumen at the distal catheter tip. Based on the information available for review, there are handling and/or procedural factors (based on the results of the product analysis) that may have contributed to this event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time. Please note that this is the initial/final report for this product.

Event description:
As reported, a smart control iliac 7 x 40 was flushed for priming for stent placement and leakage was observed from the base so the device could not be flushed. Another smart control 7 x 40 stent was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: a 90% stenosis, not calcified and moderately tortuous. The approach was from the right femoral artery. A non-cordis guidewire was used to access the lesion. Additional information received indicated that the leakage was only defined as leakage from the base of the device. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. It was unknown if there was any other product issue was noted upon inspection of the product after removal from the patient or prior to shipping. No additional information is available. Addendum: based on the findings of the analysis "partial separation was detected at four (4) cm. From the ID band." The code of stent delivery system (sds) separated in patient was added. Additional information indicated that the device was flushed prior to insertion of the device in the patient. There was no attempt to flush the device after insertion of the device in the patient. The device was not clinically used in the patient. There was no separation of the stent delivery system noted by the physician prior to insertion into the patient. There was no reported attempt made to deploy the stent.